Manufacturer narrative:
The suction irrigator instrument has not been returned to intuitive surgical, inc. (Isi) and, therefore, a device evaluation cannot be performed.

Event description:
Intuitive surgical, inc. (Isi) received a ufi 0504240000-2023-8002 stating: robot suction irrigator was in use during procedure and the tip of the suction irrigator came off and was held by a spring. The suction irrigator was removed from robot arm and passed off the sterile field. No tissue injury was noted. Isi followed-up with the initial reporter of the event and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The procedure was successfully completed robotically and the issue resulted in a 5 minute delay to get a new suction irrigator instrument. The procedure was a sigmoid colectomy. The instrument did not collide with another instrument or tool during the procedure. No fragments were observed falling from the suction irrigator. No images or video were provided.